Manufacturer narrative:
No product will be returned for eval - we are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following info: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. (Per the report, the customer properly prepares the pod site prior to application as instructed by the user guide). To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet, performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. Note: a review of lot qualifications records could not be performed as the lot number was not provided.

Event description:
The customer reported that she had been wearing the pod on her abdomen, but due to a developing infection, needed to change to her hip. After moving the pod site to her hip, she developed an infection there as well. She stated that "the infection does not happen until around the third day of wearing the pod." The first pod site (abdomen) had "pus oozing and was red." As a result, she was prescribed "k-flex antibiotic for one week." She is now "applying neosporin topically" at the site. The customer uses soap and water to prepare the site "and then cleanses with an IV prep antiseptic wipe." Insulet customer support advised her to contact a health care provider for the infection and directed her to the omnipod website for a listing of skin barrier products. The pod will not be returned for eval.